Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was performed to treat a heavily calcified, moderately tortuous, concentric, de novo, distal superficial femoral artery. Pre-dilatation was done with a 5.5x80mm non-abbott balloon at 18 atm for 60 seconds. The 5.5x100mm supera stent was successfully implanted. The thumb slide was locked before the delivery system was withdrawn. The delivery system was removed with resistance. The physician was unsure if the resistance was with the stent or something else. It was then noted that the tip had separated and remained on the guide wire. Post-dilatation was performed then the tip was retrieved using a snare device. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulty removing was not confirmed. The tip detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.